Event description:
During an esophagogastroduodenoscopy (egd), a cook disposable hemostasis clip was used. The clip deployed in the endoscope channel before exiting the endoscope. The procedure was finished by using other clips of the same type with a different endoscope. The same observation was made with (2) two devices. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the clip has been deployed and the drive wire is attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Instruction for use states that the endoscope must remain as straight as possible when inserting or withdrawing device. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaints trends and reassess the risk assessment results as post market feedback continues to become available.